Manufacturer narrative:
A sample is expected to return for in-house evaluation. The device history records for the component lots were reviewed. Unrelated processing abnormalities were found during the review. The associated lots (2) were released based on the manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, the probe presented with no cutting action. There was no patient involvement.